Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be swollen, the keypad buttons required excessive force to activate, the pump was intermittently responding to the keypad buttons, all key contacts were inverted and misaligned, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
According to the distributor, the buttons were sticking and were difficult to push. There was no adverse event associated with this complaint.